Manufacturer narrative:
Patient identifier - requested, not provided; ethnicity - requested, not provided; race - requested, not provided; implanted date: device was not implanted; explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.(B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the nurse was set to deploy the angio-seal device following a diagnostic lhc (left heart catheterization). The company representative reported he was in the case to walk him through steps as we've done multiple inservices prior. The vessel location was identified, the wire and the dilator were removed correctly. The bypass tube was not flush to the hemostatic valve, and he stopped the nurse and instructed to not go further. The nurse attempted to reset the dilator to the valve in attempt to remove the entire angio-seal device in hopes for regaining wire access to attempt another angio-seal. The collagen and suture were visible outside of the valve. It was reported that the doctor notified and instructed the nurse to remove the angio-seal sheath and hold pressure. The patient was in stable condition. There was no notable blood loss other than from the sheath exchange/removal steps. Pressure was held for approximately 30 mins, and the doctor used femostop and transferred patient to floor. Additional information was received on (B)(6) 2018. A 6 fr procedural sheath used with clean access at start of the case and procedure sheath removal. A predeployment angiogram was not performed prior to the actual deployment. A femoral angiogram was done at start of the case which was above the bifurcation. It was reported that there was no direct allegation against the angioseal, as it was user error by the scrub nurse. Blood loss was reported to be less than 250cc.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
One 6fr angio-sseal vip was returned for evaluation. The carrier tube assembly was returned separate from the hemostasis sheath, however, the suture was still connected to the sheath hub within which the collagen was stuck. The tube of hemostasis sheath was cut into multiple pieces. The arteriotomy locator, which was severly kinked near the blood inlet holes, was returned as well. The deployment sleeve was in an incomplete rear lock position. No foreign substances were noted near the bypass tube which had slid to the middle of the carrier tube, and no anomalies were observed which could cause its mating difficulty with the sheath valve. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, the cause of the deployment difficulty was determined to be incomplete mating of the carrier tube assembly with the homeostasis sheath, however, the exact cause of the mating difficulty cannot be definitively determined based on the available information.